Event description:
--

Event description:
Boston scientific received information that during a routine device change out procedure for this implantable cardioverter defibrillator (ICD), part of the header became detached from the can while being removed. A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Evidence indicates that the loose header was caused by external stress during the explant procedure.